Event description:
A problem was reported where the pump issued an altitude alarm, temporarily suspending insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was instructed to clean the pump's speaker holes and remove and reconnect the cartridge to resolve the issue. Following these actions, insulin delivery resumed without further problems, and the pump returned to normal operation. Tips for preventing future altitude alarms were provided, and the customer acknowledged them.